Event description:
It was reported that the subject device failed during a surgery ("stopped seeing in surgery"). It had a problem with the image, the optics were not visible. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device failed during a surgery ("stopped seeing in surgery"). It had a problem with the image, the optics were not visible. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: the video cable is broken. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image is not displayed due to the video cable is broken. The most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.